Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the pt experienced discomfort at the ipg site. As a result, surgical intervention was undertaken whereas the ipg was repositioned higher up in the pocket. The issue is resolved.